Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-18162. Related manufacturer reference number: 2017865-2019-18164. It was reported that the patient presented for follow up with exfoliative breakdown of skin at the implant site of the pacemaker. It was determined that the patient had a pocket infection. The device, and both the right atrial and ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.